Event description:
The user facility reported that the tc-wire device was used through an angiographic catheter. The patient complained of sharp pain and the wire was removed and inspected. Upon inspection the physician found that a portion of the wire was broken. Additional information was received on 29 jun 2022: the procedure taking place for the patient when the event occurred was a venogram procedure. The break was at the distal tip. The fragment was not isolated or removed from the patient. The fragment was unable to be located. The fragment was approximately 0.5cm. The patient was referred to a surgeon for evaluation. The patient is in stable condition. The procedure was successful as intended. The wire was used with a straight angiographic catheter. Additional information was received on 30 jun 2022: surgical intervention was not necessary at this time for the patient.